Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however customer declined to answer.

Event description:
.It was reported there was a pcu communication error 800.8000.0. The 3 modules alarmed for "a high pitched alarm and module a shut down¿ when infusing an unspecified infusion: the other 2 modules were not in use at time of failure.

Event description:
It was reported there was a pcu communication error 800.8000.0. The 3 modules alarmed "a high-pitched alarm and module a shut down; the other 2 modules were not in use at the time of the failure. Though requested, there are no additional details provided at this time.

Manufacturer narrative:
The customer¿s report of a pcu having a communication error 800.8000 was confirmed: the infusion system recorded a system malfunction occurring on 28th of may2019 at 11:01pm while channel a was infusing a basic infusion at 2ml/h; the pump module alarmed a communication error and the pcu recorded error code 800.8000. Testing by technical and software engineering teams did not find any existing malfunctions. Log analysis: a basic infusion was running at 2ml/h on channel a only, with channels b and c idle on 28may2019 at 10:28pm. The pcu alarmed with a system error at 11:01pm, recording error code 800.8000 in the error log. The channel a pump module event log recorded that it began to display a communication error five seconds later, which indicates that the infusion remained running as designed. Test results: technical and software engineering teams replicated the key press programming and runtime as recorded in the event log; however, the system error code could not be replicated. A root cause could not be identified during the investigation.